Manufacturer narrative:
(B)(4). The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) revealed a da error. A boston scientific technical services consultant reviewed device data and discussed the da error was a benign, self-correcting memory corruption. The device was functioning normally. No adverse patient effects were reported.